Manufacturer narrative:
Additional information: x-ray image review: post-op CT/ x-ray from c5-6/c6-7/c7-t1 anterior cervical discectomy fusion show the bottom edge of the plate pulled away from t1. There is a spondylolisthesis at c7/t1. There appears to be flattening of the infusion . Infusion c7 osteophyte to accommodate placement of the plate. It is useless what the intra-op images showed or too soon post-op these were taken. Fusion has not occured in the interbody graft. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with cervical spondylotic myelopathy underwent anterior cervical fusion at levels c5-th1. On an unknown date, post op, the caudal side of plate backed out. Prolonged hospitalization was due to re-operation. Re-fixation was performed by increasing the size of the plate by one size and the screw diameter by one size .patient issue was resolved